Manufacturer narrative:
The event unit was returned for investigation. During visual and functional testing, engineering observed that the trigger could get caught in the handle if pulled towards the right when latching, which resulted in the handle being unable to disengage from the trigger. This confirmed the customer experience. The root cause of the trigger being unable to unlatch has been determined to be due to the latching mechanism of the device. The trigger component did not always seat centered between the handles; it was possible for the user to clamp down on the trigger in a way that pulls the trigger to one side of the device, causing it to catch on the bottom of the handle and remain locked. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "after some time during the procedure, the device did not worked no more. It was impossible to activate the device, since it kept giving alarms." Patient status - unharmed.